Manufacturer narrative:
The devices have been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of three reports (3007042319-2014-00574, 00575, and 00576) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and four batteries were returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the returned controller and batteries met all requirements for release. Review of the logs confirmed a pump motor controller (pmc) reset that correlates with the reported audible alarm in the complaint description. The returned controller passed visual and functional testing. The cause of the unexpected interruption event cannot be determined; however, two of the four batteries, (B)(4), failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. This is one of three reports (3007042319-2014-00574, -2014-00575, and -2014-00576) submitted for devices related to the same event.

Event description:
Approximately one year and nine months post hvad implantation, the patient described that during a normal work day, his controller suddenly sounded a high priority alarm with messaging that no power sources were connected. He felt unwell. After replacing one battery, the controller stopped alarming. An elective controller exchange was also performed and four new batteries issued.